Event description:
It was reported that during a prostate procedure, the "tip broke off inside the patient @ 1 min and 7,000 joules." The fiber tip was flushed out. The procedure was completed using a second fiber. There was "no injury" to patient.